Event description:
Customer reported an implant loss - mobility lot number is incorrect on the cf. 16/04/2026, (B)(6): lot number was identified by mis rep.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.